Event description:
A healthcare facility in texas reported that the power fail audio alarm of an iw934 cosycot infant warmer had failed. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint iw934 infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the unit's power fail alarm did not function when the unit was disconnected from power during maintenance check. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, it is likely that the replaceable super capacitor on the pcb board has simply worn out as the unit is more than 15 years old. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a failure of mains power. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the power fail audio alarm of an iw934 cosycot infant warmer had failed. There was no patient involvement.